Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The vascular access site was obtained via the femoral artery. The greater than 30mm in length, concentric, de novo, 99% stenosed target lesion was located in the mildly tortuous, severely calcified and 2.75mm in diameter left anterior descending artery. A 6f non bsc guide catheter was used. After an unspecified size pt2 guide wire crossed the target lesion, a 2.5mm x 20mm non bsc balloon catheter was advanced to the lesion for predilation. Then a 38mm x 2.75mm taxus liberté long stent was advanced but was not able to cross the target lesion. The device was removed and the procedure was completed using a 2.75mm x 18mm unspecified stent. No patient complications were reported and the patient's status was stable. However returned device analysis revealed stent damage and stent movement on balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was severely kinked at various locations along its length. This kinking is consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the lesion. An examination of the crimped stent found that the stent was pulled distally on the balloon, resulting in the distal end of the stent being pulled over the distal markerband, towards the tip. An examination of the crimped stent found that a stent strut at its mid-section was raised and bent back distally. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).